Event description:
The customer was hospitalized for high bgs. The customer changed the set and batteries every twenty-four hours. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. The customer called back and had good results, but md requested the customer to go off pump. The batteries were removed for more than three weeks and all the programming cleared. Explained the two high bg rule. Suggested that the customer call to perform the high-pressure test when the clamp arrives.